Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 4.00 x 32 synergy drug-eluting stent was introduced but difficulty advancing was encountered. When the stent was removed, the stent struts were noted to be damaged. Another stent was advanced successfully using a guidezilla. Following stent deployment, a 4.00 x 12 nc emerge balloon catheter was advanced for post-dilatation but on the second inflation at 18 atmospheres for 25 seconds, the balloon ruptured. The procedure was completed with another of the same balloon. No patient complications were reported and the patient's status was stable.